Manufacturer narrative:
The pump remains in use supporting the patient with the use of a non-grounded patient cable for power module support. Approximately 13 inches of the external portion/distal end of the driveline was returned for evaluation. Metal braided shield breakdown was observed approximately 2.5 inches (terminus of the bend relief), 7.5 inches, and 9 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. High potential testing did not reveal any areas of current leakage that would have resulted in an electrical short. The analysis of the submitted system controller log file confirmed pump stoppage events on (B)(6) 2017 at 09:27 am and 09:28 am. The event history indicated that the pump stops and corresponding low speed hazards appeared to occur while the system was operating on the power module. Although the events captured in the submitted log file appeared consistent with a potential driveline wire issue, the evaluation of the returned portion of the driveline did not confirm an issue that would have caused the pump stoppages. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, an unspecified yellow wrench alarm occurred during battery support on (B)(6) 2017. The patient went to the outpatient clinic on (B)(6) 2017 and a pump stoppage event occurred when the system controller was switched to power module support. The patient was asymptomatic. The system controller was switched back to batteries and the pump speed increased to the set speed. The vad coordinator connected the system controller with a grounded power module patient cable to the power module, and there were no pump stoppages or pump speed decreases. The vad coordinator manipulated the external driveline 1 to 2 cm from the connector bend relief, and a pump stoppage occurred. Reportedly, the patient only used batteries and not the power module at home. The patient was provided with an ungrounded power module patient cable for use with the power module. On (B)(6) 2017, the manufacturer¿s technical services representatives performed an external driveline evaluation. The wall of the silicone tube located directly at the end of the connector bend relief looked thinned. There was one rescue tape repair approximately 12 cm from the skin. The rescue tape was removed, the silicone tube was opened, and no indication of a short or a damaged bionate was found. No fluid was found inside the driveline; however, several black sparkling dots with very small particulate were observed inside the silicone tube. The silicone tube was opened near connector bend relief and the area showed a stressed shielding and indications of a short. Black dots were observed on the brown cable, and several black sparkling dots with very small particulate were inside the silicone tube in this area. A distal end percutaneous lead (driveline) replacement was performed. The patient was asymptomatic. No additional information was provided.